Event description:
Pt implanted 12/04/1997 into the upper/lower vermilion borders. Onset of infectin and implant extrusion 12/25/1997, in perioral area. Intervention 02/05/1998 by augmentation, warm compresses and explantation.